Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cartridge alarmed volume empty, a new 250 ml cartridge was hung. Upon removing the old 250 cartridge, a large amount of volume remaining was noted and the nurse noted that the plastic cover of the cartridge was not completely closed. The nurse showed another nurse and when looking at it, the cartridge was closed back. Charge nurse was updated and pharmacist was notified as well. Technically the pump reported patient received all 250cc of narcotic, but if nurse wasted 42cc, the patient only received 208cc on the assumption that pharmacy does not overfill them. The old cartridge that had a large volume remaining was given to the pharmacist in a sealed bag. Additionally, the pump was sent down to be tested for proper functioning. Biomed reported the pump passed testing and was placed back in service. Pharmacy reported that they do not overfill the cartridges. They are prepped with the exact amount. No patient injury reported. Additional information was provided that there was no injury to the patient and the product is not available for return.